Event description:
The pt received an scs system on (B)(6) 2011 but had to be explanted on the same day. It was reported that the pt was implanted with an eon mini and a penta lead. The stimulation was turned on postoperative and the pt had good coverage where needed. However, later on the same day, the pt could not move his legs. The physician removed the pt's system. It was reported the pt's movement to legs was restored. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.